Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that device was alarming patient side occlusion. It was checked and found to be a bad pressure sensor, replaced sensor checked and calibrated unit all checks passed rts. Although requested further information was not provided.

Manufacturer narrative:
Correction: deleted b3 (incorrect in initial MDR). Additional information: b5, h6 (device codes). No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device was alarming patient side occlusion. Facility biomed checked the device and found that the device had a bad pressure sensor,. Facility biomed replaced the sensor, checked and calibrated the device and all checks passed. Device was returned to service (rts). Although requested further information was not provided.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 08/04/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer under tw complaint (B)(4). The reported issue that the device was alarming patient side occlusion could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes.

Event description:
It was reported that the device was alarming patient side occlusion. Facility biomed checked the device and found that the device had a bad pressure sensor,. Facility biomed replaced the sensor, checked and calibrated the device and all checks passed. Device was returned to service (rts). Although requested further information was not provided.